Event description:
Reporter indicated a vns (B)(6) computer was freezing on the main screen. This only resolved if a hard reset was performed. The computer screen light was also very dim and the brightness was unable to be adjusted. The computer and flashcard have been returned and are pending analysis.